Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a revision surgery was performed for reasons unknown.

Manufacturer narrative:
The reported nteve was not confirmed since the device was not returned for evaluation and no other evidences were provided. Since data and images were provided, the opinion of a medical expert was sought and stated as follows: the information available does not show any issues with the implant as far as the image quality allows for. Only very little is visible of the complete implant construct. In short, no information present in the report that tells us the (possible) reason for revision. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. The only available document does not allow us to indicate the (possible) reason for the revision. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a revision surgery was performed for reasons unknown.